Event description:
The patient was referred to the surgeon for explant. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received indicating the patient's vns was disabled due to psychological issues. It is unclear if the device has been off since (B)(6) 2011, or was turned back on and then disabled at a later date. All attempts to the reporter for clarification and additional information have been unsuccessful to date. Vns generator replacement has not occurred to date.

Event description:
Reporter indicated a patient was experiencing increased seizures and increased seizure intensity. The vns had previously been programmed off due to the patient experiencing hoarseness and coughing, and was currently off. Manufacturer review of vns programming history documents the vns was disabled on (B)(6) 2011, and it is unknown if the vns was ever turned back on after that date. The patient has been referred for possible vns generator replacement. Attempts for further information are in progress.